Event description:
It was reported to boston scientific corp in 2008, that a corflo cubby low profile gastrostomy device was placed in an enteral feeding procedure twelve days prior. According to the complainant, on the day prior to original date, after use of the right angle feeding tube for water and medication 3 times each day, it was noticed the locking adapter of the button was cracked. Another corflo cubby low profile gastrostomy device was used to replace the device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.